Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant attempt, there was myocardial perforation. The lead was damaged at implant was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, the tip seal was observed to be out of position and there was apparent explant damage. (B)(4): no anomalies found, however the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was a tip seal observation and the lead appeared damage at implant; full lead returned and analyzed.

Event description:
It was reported that there was a perforation. It was also reported that there was oversensing and extracardiac stimulation. The lead was explanted. During the replacement lead implant attempt, the new lead was possibly damaged. The lead was not used and was replaced. No further patient complications have been reported as a result of this event.